Manufacturer narrative:
The device was returned deployed with the fill position at empty. Data confirmed the device ran to an 0x18 alarm code. The 0x18 hazard alarm indicates the device ran to empty reservoir, not device failure. The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl (22.2 mmol/l) while wearing the pod between 37 and 48 hours. Due to this, the patient checked their pod and found that the cannula was no longer inserted into the infusion site (abdomen). The patient confirmed that no insulin had leaked from the pod, but the infusion site appeared red and irritated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
H3 updated.